Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory, but could reproduce the reported problem. The cse inspected the device and the unit passed extended self testing.